Event description:
It was reported that the casters needed to be replaced.a supplemental report is being filed due to the discovery during the investigation process that this issue had been reported on medwatch 1831750-2013-90501 (internally per 366006). Please refer to these reports for the investigation and regulatory assessments. (B)(4).

Event description:
It was reported that the casters needed to be replaced.

Manufacturer narrative:
A supplemental report is being filed due to the discovery during the investigation process that this issue had been reported on medwatch 1831750-2013-90501. (B)(4).